Event description:
A hospital in (B)(6) reported that the opt312 junior cannula tubing was disconnected from the cannula. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint op312 cannula was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed that the left flexitube had detached from the cannula and the right flexitube was loose at the cannula tube joint. Both tubes appeared to be slightly stretched. Adhesive was present on both tubes. A lot check could not be performed as a lot number was not provided. Conclusion: the detachment of the tube from the cannula tube joint was most likely due to the tubing being pulled with excessive force. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - do not stretch or crush tube. - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate monitoring must be used at all times.